Event description:
Severe adhesive intestinal obstruction. Underwent synechiotomy due to severe adhesive intestinal obstruction. In mar-2006 with placement of one sheet of seprafilm under the wounded area. No post-operative complications were noted. On 23-mar-2006 the patient developed severe adhesive intestinal obstruction under the wounded area where the seprafilm had been placed. Two days earlier the patient was getting better and considered recovered without sequelae. The physician assessed the relationship between the event and seprafilm as "definite".